Manufacturer narrative:
The device was explanted (B)(6) 2020. This report is submitted on january 22, 2021.

Event description:
The device was explanted december 16, 2020.

Event description:
Per the clinic, the patient developed an infection at the incision site, and experienced wound breakdown and purulent discharge from the wound. The patient was treated with an injectable and oral antibiotics, and underwent a surgical procedure to clean and close the wound (specific dates not reported). The implanted device remains.